Event description:
Per info received from the affiliate via the study: this pt experienced a restenosis of a previously placed cypher stent in the right coronary artery (rca) approx four mos post implant. This was treated with a re-ptca and the placement of an add'l cypher stent. This pt with a past medical history of hypertension, high cholesterol. Obesity, right leg amputation, thoracal outlet syndrome, and a family history of heart disease, was admitted to the hosp with a chief complaint of unstable angina (iib). The pt was currently taking beta-blockers, calcium channel blockers, aspirin, and ace-inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed de novo lesions in the proximal right coronary artery (rca), the distal rca, the proximal anterior descending artery (lad), the distal lad and the distal circumflex artery (lcx).